Event description:
A caller reported that the insulin gauge on their pump displayed a different amount than expected, showing a static fill estimate of 150 units despite ongoing insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support educated the caller on the cause, which was a variance in the measured pressures, and explained that the pump would function normally once the insulin amount matched the static display. The caller understood and acknowledged this explanation.